Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
During tha primary surgery the plug adapter was degraded in the medullary cavity of femoral. Its cause is that the surgeon rotated the plug introducer in counterclockwise when he tried to set a cement plug. The plug adapter is remained to the patient. The surgeon is worried about a health consequence for the patient. No specific adverse consequence occurred and it was noted that the procedure was completed successfully.